Event description:
It was reported that during central processing, the maryland bipolar forceps instrument's rotors that maneuver tip were stuck in place. It was hard to move. There was no report of patient involvement. Intuitive followed up and obtained additional information. The failure was discovered during central processing. The rotors were not able to move the tip of the instrument. No, the instrument was being tested in central processing and the tip of the instrument was not able to move at all. There was no movement, and instrument was stuck in place. There was friction in trying to move the neck of the instrument. Issue was persistent. This was discovered in central processing. This was not in use during surgery.

Manufacturer narrative:
The maryland bipolar forceps has been returned and evaluated by failure analysis. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The instrument was fully functional. No product issue was found. The instrument was found to have damaged conductor wire insulation at the yaw pulley. There was no fragmentation of the insulation, and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Root cause of damage conductor wire insulation is attributed to mechanical impacts, such as accidental drops, or collisions with other instruments or hard surfaces during handling or use.